Manufacturer narrative:
Review of pump data showed that a 1.87 unit bolus was requested and delivered at 7:40 pm on (B)(6) 2016, while the pump registered 3.78 units of insulin on board. At 10:13 pm on (B)(6) 2016, the pump history showed that the basal insulin rate was decreased from 2.8 units/hour to 1.6 units/hour. The lowest blood glucose (bg) level recorded after the bolus delivery and basal insulin rate change was 47 (mg/dl). Review of pump data does show that a pump malfunction did not occur or contributed to the low bg event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 69 (mg/dl). Customer consumed orange juice to treat the bg level. Recommendation was made to consult with health care provider to discuss diabetes management.